Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shock impedance measurements. The shock impedance measurements had been fluctuating between 80 and 129 ohms. The health care professional (hcp) intends on continuing to monitor this patient. No adverse patient effects were reported. The system remains in service.